Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the caller successfully began a new sensor session without encountering further issues.